Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a low blood glucose reading of 35 mg/dl yesterday due to being stressed out at work. Customer is working with his endocrinologist regarding this matter. Customer stated that there could also be a slight possibility there was too much of a bolus given for food. Customer declined troubleshooting for low blood glucose on the pump.